Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "there was a dark spot on the body of the tube."

Manufacturer narrative:
H.6. Investigation summary: bd received 1 photo from the customer in support of this complaint. A visual examination of the photo was performed and the issue of foreign matter was observed. Bd was able to confirm the customer¿s indicated failure mode with the photo provided. Bd determined the root cause to be attributed to the manufacturing process however, the exact cause for the customer¿s failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "there was a dark spot on the body of the tube."